Event description:
Reporter called on behalf of a patient who was using the product to clean his partial dentures. He developed a red, blister rash inside his mouth. His lips were chapped and swollen.